Event description:
New information on 11/5/2016 stated that the patient was doing well post operation and would continue to be followed with merlin.net transmission.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for normal device check. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. On (B)(6) 2016, the device was explanted and replaced. No patient condition was reported. No further information was available.